Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On unknown date in 2018, a follow-up imaging identified the dilation of the infrarenal aortic neck. On (B)(6) 2019, an additional procedure was performed to treat the dilation of the infrarenal aortic neck. Aortic extender endoprostheses and a stent graft (non-gore device) was implanted proximally. Stents (unknown manufacturer) were implanted in the right renal artery and a gore® viabahn® endoprosthesis with heparin bioactive surface was implanted in the left renal artery to preserve blood flow of the renal artery. The patient tolerated the procedure.